Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that she experienced high blood glucose. The customer reported that she received a no delivery alarm. The customer's blood glucose was 438 mg/dl at the time of incident. The customer stated that she treated her high blood glucose with manual injections. The customer stated that the insulin did exit during fixed prime. The customer stated that the insulin did not exit during plunger push. The customer changed the infusion set and performed manual prime with the same reservoir. The customer stated that they were able to manually prime. The insulin pump will not be returned for analysis.